Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion not alarming was unable to be reproduced through occlusion testing. A review of the event history log revealed the customer reported problem could not be confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'upstream occlusion not alarming during test' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was not alarming upstream occlusion. The problem occurred during testing at the biomed service department . There was no patient involvement. No additional information is available.